Manufacturer narrative:
The products associated with this reported event were not returned for examination. A search of the complaint database did not show any other reports against the lot codes. The investigation could not draw any conclusions about the reported event. Provided information stated cementing technique and patella resurfacing at primary surgery were likely contributing factors to the patient pain. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address pain. Cement technique and resurfacing of patella at primary surgery are suspected contributing factors.